Event description:
I have been using the omnipod insulin delivery system for 3 + years. I have had 8 pods that have alarmed and been useless in the last month. I have reported all of them to product support and have received no word on what is being done about them. I have had two instances where the pod on my body alarmed and my back-up pod when I went to switch pods alarmed so I was left with no usable pod and was away from home. Today I am at work and will not be able to replace my pod for another 3 hours. When I call to report each pod I am told that product support takes the report and qc looks into each report, no one has ever contacted me to let me know what is being found or done. They do not take reports on pods that alarm for occlusion so those are just a loss to the consumer.